Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. Additionally, the patient reported leaking during wear. As treatment, a new pod was placed.